Manufacturer narrative:
A ge representative evaluated the system and cleaned the x-ray tube filter. System operates as intended.

Event description:
Customer reported the system had an artifact in the image during a procedure. System operates as intended.